Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was received fractured in two pieces. The distal portion measured 0.75in and the proximal portion measured 6.25in from the beginning of the hts to the fracture point. A small portion of the high torque sleeve distal to the fracture (hts) was removed to reveal the core wire fracture. The core was bent where the fracture occurred. The internal components of the distal tip are intact. Analytical testing concluded that the core wire fracture was caused by ductile torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. Access was obtained via the left radial artery. The 90% stenosed, denovo target lesion was located in the non-tortuous and moderately calcified ramus circumflex artery (rcx). The physician advanced two kinetix guide wires to the lesion in order to perform a kissing balloon technique; however, while advancing the second guide wire, the tip detached from the rest of the guide wire. The guide wire was removed from the patient and then the detached tip was removed from the patient with the guide catheter. The lesion was then predilated with two 2.5x15mm maverick balloons at 16atms each, followed by dilation with a 2.5x12mm quantum maverick balloon at 16atms. A 2.5x16mm promus stent was then successfully deployed at 16atms with 0% residual stenosis. It was noted that the patient was put on heparin, plavix and diazepam during the procedure and plavix was administered post-procedure. No additional patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. Access was obtained via the left radial artery. The 90% stenosed, denovo target lesion was located in the non-tortous and moderately calcified ramus circumflex artery (rcx). The physician advanced two kinetix guide wires to the lesion in order to perform a kissing balloon technique; however, while advancing the second guide wire, the tip detached from the rest of the guide wire. The guide wire was removed from the patient and then the detached tip was removed from the patient with the guide catheter. The lesion was then predilated with two 2.5x15mm maverick balloons at 16atms each, followed by dilation with a 2.5x12mm quantum maverick balloon at 16atms. A 2.5x16mm promus stent was then successfully deployed at 16atms with 0% residual stenosis. It was noted that the patient was put on heparin, plavix and diazepam during the procedure and plavix was administered post-procedure. No additional patient complications were reported and the patient's current condition is stable.